Manufacturer narrative:
Pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book image) alarm noted during the testing. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected insulin pump error alarm noted. However, the pump failed the sleep current measurement due to a problem isolated to pcb1. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The pump may have been stored without a battery. Customer was able to successfully clear the alarm also able to rewound the insulin pump. Customer stated that alarm did not alarm immediately after a battery change. No harm requiring medical intervention was reported. The device will be returned for analysis.